Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer, and the reported smart cable was returned to verathon for evaluation along with the glidescope video baton 2.0 large used in the reported procedure. A verathon technical service representative evaluated the returned devices and confirmed the reported image issue. When connecting the customer's glidescope core smart cable to known, good, test, verathon equipment, the smart cable produced a split image. When the cable was manipulated near the hdmi connector, the video image on the connected test monitor disappeared. The camera image quality test was performed and failed for the returned glidescope core smart cable. The verathon technical service representative next evaluated the returned glidescope video baton 2.0 large by connecting the device to known, good, test, verathon equipment. When connected, the video baton was confirmed to be functioning as intended. The camera image quality test was performed and passed for the returned glidescope video baton 2.0 large. The verathon technical service representative was able to isolate the reported issue to just the returned glidescope core smart cable. Upon completion of the evaluation the reported glidescope core smart cable and returned glidescope video baton 2.0 large were both scrapped, as they had already been replaced prior to their return to verathon, and there currently being no repairs available for these devices. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the image was blurry and would go "in-and-out." It was also reported that there was a "loose" connection between the glidescope core smart cable and the connected glidescope video baton 2.0 large. The procedure was completed using another glidescope core system, which was made available in an unspecified amount of time. No harm to the patient or user was reported.